Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported right side "any creases". Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the returned device identified flat creases, void >1 mm in non-textured valve-to shell-bond area, yellow particles in device inner surface, and one curved opening. A leak test and microscopic analysis were performed which identified one sharp opening and partial delamination of the valve. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment was one sharp opening in the side posterior assessed as unidentified (tear) opening, partial delamination of valve assessed as adhesive failure, and creases/folding of implant condition was observed but nevertheless was not related to the manufacturing process. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "any creases". Device has been explanted.